Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a lap ventral hernia repair, the doctor noticed the device would drop the needle. On the second device, the needle bent. He had to get a third instrument. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A broken needle was found in the jaws of the instrument one. Using microscopic inspection, the needle was broken at the swage and the needle had witness marks on the cone. Under microscopic inspection, witness marks from the needle tip impacting the beveled wall were observed on instrument one. No sheering on the toggle switches was observed for both instruments. The broken needle was removed from the jaws of instrument one. Both instruments were loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.